Event description:
It was reported that during the removal of the spring wire guide (swg), the wire was found unraveled and the j-tip had detached; wire remained in the pt. The pt was sent to the cath lab to remove the j-tip. The doctor stated that when the swg unraveled during removal he had tried to cut the wire, but that it did not separate into two parts. The doctor continued to pull the swg from the catheter, resulting in the detaching of the tip. They stated also, that the pt was already in poor condition and did not survive.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.